Event description:
It was reported that during in service training, the cardiosave intra aortic balloon pump (iabp) upper display showed a red screen. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , b5 , e3. A getinge field service engineer (fse) evaluated the unit and replaced the upper display to lcd cable assembly, which resolved the issue. As a preventive measure, the fse also replaced the upper display monitor video cable assembly . The product passed all functional and safety tests according to manufacturer specifications and was returned to the customer for use. The failure analysis and testing dept. Received part with a reported unit failure of a red upper display. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture 0 and tested the parts to factory specifications per the cardiosave service manual . No failure confirmed. Retaining the part in the failure analysis and testing department per procedure probable root cause for upper display to lcd cable assembly and the upper display monitor video cable assembly: excessive stress or fatigue

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a red screen. No patient involvement.